Manufacturer narrative:
Per results of investigation, carefusion service technician was unable to duplicate customer reported issue, ¿unit had an issue from the customer stating the vent was getting hot and the user was not getting enough air. The user was switched to the backup vent with no patient harm.¿ the ventilator was not returned for evaluation, so the full report of the complaint was not possible; but field service repair reported that, third party service technician could not replicate the ventilator getting hot. The unit did fail the servo, volume issue. The turbine manifold, flow valve and solenoid manifold were returned to carefusion for failure analysis. During test, turbine manifold assembly with turbine assembly, flow valve, and solenoid manifold were installed with golden test ventilator and found the ventilator failed bench test for higher servo mode measurement with low flow volume delivered of 14.17 cm/h2o by using the tidal volume plus and tsi flow meter with the following: set at 10 liters per minute and reading was 13.12 liters per minute on temperature of 105 f; expected range: (8.8 to 10.2 lpm). Further testing found the golden test ventilator passed a 4 hour monitor temperature duration test with its highest temperature of 107.3 f; max temperature of 126 f and did not produce any unusual alarms or error conditions. Also, testing of individual component found the flow valve and the solenoid manifold were working normally in specifications with all test settings; but found the turbine manifold assembly failed the turbine manifold assembly functional test on the bypass valve test for: high outlet pressure test of (cmh20): lo: 18.200000 actual: 82.300000 hi: 27.000000. Visual inspection of the flow valve, solenoid manifold and turbine manifold assembly did not reveal any anomalies; but internal investigation of the turbine manifold assembly found that the bypass valve assembly was dirty with unknown black substance and stuck to the turbine manifold cover and housing. The service technician scrapped turbine manifold assembly, flow valve and solenoid manifold.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Patient weight was not provided by the customer. The device has not been received by carefusion.

Event description:
The customer reported model lap top ventilator 1150 was very hot to touch and not providing enough air. The user was switched to a backup ventilator and tidal volume improved. Upon further investigation, the customer reported, exhaled tidal volume was 630 when set at 750. When the patient was switched over to the backup ventilator, exhaled tidal volumes were between 730 and 740 when set at 750. No further allegation of patient harm.